Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keyapd traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error during a bolus. The customer did not know the blood glucose reading and did not recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.